Manufacturer narrative:
Method: visual inspection, complaint history analysis, manufacturing record review. Result: examination of the spring bar confirms that it is deformed. The query of the complaint database (in use since (B)(4) 2004) on (B)(4), 2011 returned a total of five records (including the present complaint) involving any of the aviator plates. The review of the manufacturing records does not reveal any relevant problem during the manufacture of the batch of implants. Conclusion: this event could be the consequence of the suboptimal screw placement (seating higher than required and/or over angulated) that forced the spring arm to deform when the surgeon locked the blocker.

Event description:
It was reported that "doctor struggled to get locking mechanism to lock, repositioned screw several times but that didn't help. The silver wing would move medially but not laterally the silver wing of lock."